Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap/fiber is detached and returned; the metal cap is detached and returned; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus buildup. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 387475 joules used the fiber tip fell off and was retrieved. The procedure was completed with the use of a second fiber. "No patient injury" reported.